Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was using up her infusion sets because they were not working due to the no delivery alarm. The customer explained that there was blood at the insertion site. The customer explained that he had used six infusion sets within a period of two days. The customer's blood glucose was over 300 mg/dl. Troubleshooting could not be performed at the time of the call because the issue had been resolved in the past after changing the infusion set twice. Advised to call back at the time of the alarm so proper troubleshooting could be done. Nothing further reported.